Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the display on the insulin pump is blank. Customer tried several new batteries and the device does not turn on. It was stated that the insulin pump does not have physical damage. But the battery cap is hard to remove. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did not return. Customer was instructed to remove the battery for 10 minutes and reinsert the battery; the display returned and the device passed the self test. Blood glucose value is 122 mg/dl. Nothing further reported.